Event description:
The hosp filed a medwatch report through FDA and medsun. It was reported via medwatch 1002690000-2008-8002 that a pt had an acl repair with an achilles allograft at the hosp. One day post-op, the surgeon took an x-ray of the pt's knee and confirmed a piece of guide pin was retained within the tendon graft. The pt had a second surgery at a surgical center that day to remove the tip. Follow-up with the reporter provided info that the tip was successfully removed and the condition of the pt is good. The surgeon stated the guide pin may have been bent when the screw went in; it may have severed the guide pin. No further pt info was provided at the time of this report or in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not available per reporting facility risk mgmt, therefore, the complaint's event could not be verified. The lot number was requested but not known, therefore, the deviece history could not be reviewed and the manufacturing date is not known. The cause of the event could not be determined from the info available and without device eval. Possible caues for such an event would include prying and/or leveraging on the guide pin or using a guide pin that had been bent from prior use. If additional pt info is obtained, a follow up report will be submitted.